Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump was not working and the customer's blood sugar is over 600 mg/dl. When the customer woke up and her sugar was 410mg/dl and she put 10 carbs in the bolus wizard and it was supposed to give her 8 units but it gave her 0.8 units. The customer stated she did not get any alarms on her insulin pump. Troubleshooting was performed and the insulin pump is not returning,